Manufacturer narrative:
The console will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed "internal failure" when the perfusionist was filling line to the table. The perfusionist re-powered the console three times but the message did not clear. The console had to be replaced. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device evaluation showed fluid intrusion on the optical encoder. Fluid intrusion is suspected to be the root cause of the component failure. The encoder was replaced and the console passed all operational verification tests. Quest medical will continue to monitor complaints for trend.